Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It is reported bd tubing separation.

Event description:
Additional information: while I was on lunch break, break rn moved one of my drips from a bottom IV pump to the top IV pump to consolidate pumps. When I returned, it was found that the IV tubing for another medication (precedex) had somehow been severed a few inches below the pump. The length of tubing left roughly correlated with the height of the door of the bottom pump. However, tubing did not look smashed or crimped. Break rn said there was not any difficulty moving pumps or anything unusual. The line had been connected to the patient's central line and blood had backed up from the patient and pooled on the floor, about a 12" circle. Pt's hemoglobin was already borderline at 7.2. Next h/h draw due an hour after incident, unknown yet if he will now require additional blood products. He also missed an unknown amount of precedex.

Manufacturer narrative:
Additional information: b.5. Event details. Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.